Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported fogging during inspection for use involving an olympus rigid video laparoscope. The customer suspected that the fogging was caused by water droplets inside the lens. There was no patient injury reported.